Manufacturer narrative:
The date of incident was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges seat has caused injury to her leg and is causing pain in leg.

Manufacturer narrative:
The seat was replaced. The device is working properly. Provider worked with consumer.

Event description:
Alleges seat has caused injury to her leg and is causing pain in leg.